Manufacturer narrative:
(B)(4). Additional information - the nurse provided the following additional information. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, antibiotic therapy using gentamicin IV (intravenous) and fluconazole (oral) ended. The nurse was not able to provide additional information about the lot numbers of peritoneal dialysis (pd) solutions used by the patient at the time of the event.

Event description:
This is a report from a nurse in (B)(6) of a break in aseptic technique and "fungal peritonitis" (as reported) with culture (B)(6) for (B)(6) parapsilosis in a patient coincident with physioneal 40, 1.36% and physioneal 40, 2.27% for peritoneal dialysis (pd) therapies. On (B)(6) 2010, the patient began physioneal 40, 1.36%, 10 l/day (lot number not reported) and physioneal 40, 2.27%, 2.5 l/day (lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2012, physioneal 40, 1.36% and physioneal 40, 2.27% therapies were discontinued. On an unreported date, the nurse stated the patient experienced a break in aseptic technique (details not provided). As reported, on (B)(6) 2012, the patient was hospitalized for "fungal peritonitis" manifested by cloudy effluent and abdominal pain. Per the nurse, on (B)(6) 2012, the patient was treated for the "fungal peritonitis" with gentamicin, 16 mg, ip, on the first day, followed by subsequent doses of 8mg with a frequency of 4 times per day (lot numbers not reported). On (B)(6) 2012, gentamicin therapy ended. On (B)(6) 2012, oral treatment with fluconazole, 100mg/day (lot number not reported), was initiated and the peritoneal dialysis catheter was removed. On (B)(6) 2012, the patient started hemodialysis and began treatment with gentamicin IV, 80 mg/day (lot number not reported). On an unreported date, the patient recovered from the fungal peritonitis. As reported by the nurse, the cause of the peritonitis was not related to baxter pd solutions or medical devices, but associated to an eventual break in the aseptic technique- poor handling- aggravated by the fact that the patient had scaly skin. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported as a break in aseptic technique by the customer described as poor handling. The assignable cause was not determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.